Event description:
Revision surgery - the patient claimed to be able to put all of their weight on their right knee, placing it in a varus position. This compromised the replacement and the surgeon had to do a poly swap.

Manufacturer narrative:
The reason for this revision was to perform a poly swap. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (no. (B)(4)) was initiated for a sterility issue that was resolved. The efficacious of the product was not compromised by the sterility issue. A review of the product complaint report history showed this is the first complaint against lot number 316n1003. The root cause for this complaint is determined to be activity by the patient leading to a compromised insert requiring removal by the surgeon. There are no indications of a product or process issue affecting implant safety or effectiveness.